Manufacturer narrative:
The returned meter was investigated with retained test strips. Meter powered on with button depression and test strip insertion. No new issues were observed. Issue with test strip port was not observed. The complaint was not confirmed. Note: the actual date of the reported medical event is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving expired test strips in an adc blood glucose meter kit she received from a pharmacy and that the meter powered on with button press but not with test strip insertion. Customer stated that due to being disabled, she was unable to visit the pharmacy to replace her test strips and she was therefore unable to test. As a result of being unable to test, customer reportedly suffered a loss of consciousness. Customer's nurse called the paramedics and upon their arrival, customer was diagnosed with hypoglycemia and treated with glucose via intravenous infusion and "lasilix (renal insufficiency treatment)". There was no report of death or permanent impairment associated with this event.